Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the imaging system in the operating room (or) displayed that the 3d image acquisition functionality was disabled when attempting a 3d image acquisition. It was noted that the pendant and navigation system displayed green lines of communication. The navigation system and imaging system were restarted more than five times and each subsequent restart could not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure with a c-arm. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.